Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a pantaloon left inguinal hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent left inguinal hernia repair surgery on (B)(6) 2017 during which the surgeon noted massive scar tissue around the old mesh, the ilioinguinal nerve and the spermatic cord. Surgeon divided and removed segments of the ilioinguinal nerve, elevated the cord from the scar tissue and removed a large segment of the mesh. Before the primary closure of the recurrent defect, surgeon dissected down and removed most of the extensively scarred external oblique aponeurosis that could not be closed. It was reported that the patient experienced severe pain. No additional information is provided.